Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient faced similar events of kinked cannula with two infusion sets. The symptoms were noticed after 3 hours of insertion for one event and less than 3 hours for the second event. The site of insertion was reported to be abdomen and was rotated regularly. Patient's blood glucose value displayed high therefore, patient took a correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.